Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that following the surgery, there was a noticeable ¿bulge¿ that did not resolve, and identified as a bowel obstruction, and the mesh was eventually removed on (B)(6) 2017 by dr. (B)(6). It was reported that the patient experiences continued pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that the patient underwent a a laparoscopic ventral incisional hernia repair surgery on (B)(4) and physiomesh was implanted. It was reported that following insertion the patient experienced adhesions. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 07/08/2019.